Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-mar-2023. H6: investigation summary: one sample was received for quality investigation. The customer complaint of tubing kink was verified by visual inspection. Evaluation of the sample received, revealed a kink in the tubing below the drip chamber. A device history record review for model 10014881 lot number 22119317 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in this complaint is the excessive amount of solvent used in attaching the tubing.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set the tubing was kinked. There was no report of patient impact. The following information was provided by the initial reporter: defect: tubing kinked.

Manufacturer narrative:
Date of event is unknown. Awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set the tubing was kinked. There was no report of patient impact. The following information was provided by the initial reporter: defect: tubing kinked.